Event description:
Repeated failures of dexcom g7 cgm sensors -- 60-70% failure rate, which is far in excess of what company is reporting. Many patients experiencing this. I make insulin dosing decisions based on this product. Incorrect information or sensor failure could result in life threatening over or under doses. Latest sensor failed before even reaching the end of its warm up period. Company now states it is limiting replacement sensors.